Event description:
The patient was undergoing a coil embolization procedure for a gonadal vein aneurysm using ruby coils. During the procedure, a ruby coil unintentionally detached while advancing through another manufacturer's microcatheter. The microcatheter was removed with the detached ruby coil inside and the ruby coil was removed. The procedure continued using a new coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the pusher assembly; the pusher assembly was stuck inside the non-penumbra device; the coil was detached from the pusher assembly and the pull wire was retracted out of the distal detachment tip (ddt). The non-penumbra device was ovalized approximately 11.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the ruby coil detached before it exited the non-penumbra device. Evaluation of the returned device revealed that the pet lock on the proximal end of the pusher assembly was broken and the coil was detached from the pusher assembly. This type of damage typically occurs due to improper handling of the device during use or while attempting to detach the coil. If the pet lock was broken and the pull wire was retracted, it is likely that the coil will detach. The proximal constraint sphere, pull wire, and ddt outer diameter were measured and found within specification. The ddt inner diameter was also measured and found within specification. In addition the distal shaft of the non-penumbra device was ovalized. These devices are 100% functionally test and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.